Event description:
Caller alleged false negative hcg results. Results as follows: pt came to urgent care and had a urine hcg qualitative test performed; results were positive. Urgent care sent serum to lab for a quantitative result, but had accidentally ordered a qualitative serum test. Serum was tested on consult combo test with a negative result at 5 minutes. Customer reported an unusual background and a grayish thick bar where the test line should be. Control line was present. Customer repeated the test on a new device and got a strong positive result. Quantitative test was performed with a result of 50,000 miu/ml. After one hour, the customer retrieved the first test from the trash and saw a faint test line on the device. Pt is in her (B)(6). Serum was a little yellow. External controls were performed and they were as expected.

Manufacturer narrative:
Customer's observation was no replicated in-house with retention devices. Retention devices were tested with 10 miu/ml hcg serum control, 100 miu/ml hcg serum control, and 3 high level hcg serum controls. All results were positive at read time. No false negatives were obtained. Root cause could not be determined without pt specimen in-house analysis. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.